Event description:
The report from the field indicated that during a percutaneous coronary intervention (pci), the physician was unable to inflate/deflate due to a crack in hub of the stent delivery system (sds). There was no reported pt injury.